Event description:
Medtronic received information that approximately three years-four months following the implant of this bioprosthetic valve, the patient presented with reduced ejection fraction, congestive heart failure and stenosis. Also, subvalvular pannus had developed. Subsequently, the valve was explanted and replaced with a mechanical valve.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was distorted; oval shaped. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Tears on the tunica of all leaflets appeared to be due to the removal of host tissue during explant. The left right and right non-coronary commissures were intact. Remnants of pannus remained attached to the sewing ring on the inflow adjacent to the right cusp, onto the tissue and base stitching, into the right non-coronary inferior coaptive area, and 1 to 4 mm onto the inflow of all cusps showing evidence of a reduced inflow orifice area. Pannus remained attached to the sewing ring on the outflow, onto the outflow rails adjacent to the right and non-coronary cusps, covering the backs of the right non-coronary and non-coronary left stent post, extending over to the right non-coronary commissural area. Pannus on the right non-coronary commissural area extended to the inner outflow rail and outflow margin of attachment of the right and non-coronary cusps. An unknown amount of pannus appeared to have been removed on the inflow and outflow of all cusps during explant. Radiography showed a remnant of mineralization in the right cusp adjacent to the left right commissure. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition.